Event description:
A customer contacted beckman coulter inc. (Bec) stating that the icon 25 hcg test was generating false negative patient results for one (1) patient on two (2) separate days (B)(6) 2012). This report documents the results obtained on (B)(6) 2012. The customer sent the sample through a serum blood test, which produced a positive result. The false negative results were reported out of the laboratory; however, patient treatment was not affected as a result.

Manufacturer narrative:
This follow up report is being submitted to include the manufacturing and expiration date to the device documented in the original report:device: icon 25 hcg test kit.manufacturing date: 10/06/2011.expiration date: 08/01/2013.

Manufacturer narrative:
Further investigation of this issue is currently underway. Bec has recommended the customer to run a serum blood test as a confirmation test. MDR 2518658-2012-00004, is related to this event which documents similar results that were obtained from the same device on a separate date.

Event description:
This is a follow up report.